Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The device was not returned thus a proper device analysis could not be completed nor the reported issue confirmed. This lens was utilized using an off-label procedure (yamane technique). There was no damage reported to have been noticed during the inspection prior to use and preparation, which further suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the off-label use of the yamane technique caused this incident.

Event description:
During an iol implantation, the CT lucia 602 lens was completely inserted into the eye, and then removed due to a broken haptic. The procedure was performed using the yamane technique. A backup lens was implanted within the same surgery with no clinical consequences.